Event description:
This pt had a total hip arthroplasty 12 years ago. Pt had a revision in which the cup went into protrusio and was revised again with a cage. The cage is now loose. The pt was admitted for a complete re-revision, right total hip arthoplasty. During the procedure, the surgeon discovered the stem to be in a fair amount of retroversion and was removed. The cages was also removed.